Manufacturer narrative:
A leak in the catheter, although not the leak implicated by the event description, was confirmed but the cause remains unknown. The product returned for evaluation was one 12.5fr triple lumen hickman catheter. The sample was returned in three segments. Both of the complete breaks matched one of the other two catheter segments suggesting it had been one complete catheter at one time. Microscopic examination of the complete breaks revealed striated surfaces, suggesting that they had been cut with a sharp instrument. The proximal segment had surecuff with tissue residue. The shortest segment had two partial circumferential splits near one of the ends. An attempt to infuse the proximal segment revealed that it was patent to infusion and aspiration with no leaks when pressurized. An attempt to infuse the longer distal segment of catheter revealed that the segment was patent to infusion and aspiration with no leaks when pressurized. An attempt to infuse the shorter distal segment revealed that the large lumen was patent to infusion with a spraying leak from the proximal split; one of the smaller lumens was patent to infusion with a spraying leak from the distal split; the final lumen was patent to infusion and aspiration with no leaks when pressurized. Microscopic examination of the split sites revealed granular surfaces with irregular split patterns. The edge of each split were sharp and defined. Gross visual evaluation and functional testing were unable to reveal a leak at the hub, as indicated by the event description, but did revealed two subcutaneous splits. Microscopic examination of the split sites was unable to provide firm evidence but the cause remains unknown. A lot history review (lhr) of huyb1519 showed no other similar product complaints from these lot numbers.

Event description:
Leakage was found at the hub.